Manufacturer narrative:
Date sent to the FDA: 03/05/2020. Additional information: a manufacturing record evaluation was performed for the finished device pgk463 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on (B)(6) 2019 and barbed suture was used. The suture broke when sewing the incision. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.